Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify battery longevity due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the batteries end after 1-3 days the and battery cap was ok. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.